Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reports the unit was submitted to biomed with a 1208 error code. No patient/user harm reported.

Manufacturer narrative:
No patient harm reported. No response from customer for patient information.